Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys ca 15-3 ii assay result for one patient sample tested on a cobas 6000 e601 module. The initial result was 137.7 ku/l. The first repeat result was 183.5 ku/l. The second repeat result was 144.9 ku/l. The second repeat result was reported out.

Manufacturer narrative:
Qc was acceptable. Review of the alarm trace did not show any issues. A review of the preanalytical information showed that the customer is not following the tube manufacturer's instructions. The investigation did not identify a problem. The issue was determined to be due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.